Manufacturer narrative:
(B)(4). Foreign report source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw head scraped off during use. There was no impact to the patient. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified device shows nicks, scratches, and galling to the taper and head above the threads. Hex in the top of the screw shows deformation. Outer head diameter is fractured. Fractured piece remains attached. No other damage was noted. Additionally the device was submitted for further analysis. Analysis determined most of the fracture surface is smeared with sheared ductile overload dimples identified near the outer diameter edge in multiple locations. These fracture surface artifacts suggest a possible torsional shear overload failure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.